Event description:
A customer reported a malfunction on their insulin pump, which displayed a specific malfunction code. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.